Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, it is likely the following led to the malfunction: the device had a leak in a rubber cover and tube. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Due to problems caused by inadequate/broken seal within the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residues on the air/water (a/w) channel. There were no reports of patient involvement.